Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration only on the zero graft setting, however, this would not impact grafting ability. Additionally, the motor's speed was inconsistent and jerky and the motor and bearings were contaminated. Preventive maintenance measures included replacing the thickness lever, poppet assembly, seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1996. A review of service records indicate that the device has not been returned to the manufacturer for annual repair or preventative maintenance. The device has only received service two times since purchased. Those would include; (B)(6) 2004, and the last being (B)(6) 2007. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that the zimmer air dermatome was jumping. There was no report of injury or adverse patient consequences associated with this incident.